Event description:
It was reported that bd alaris smartsite low sorbing secondary set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that 2 devices used to compound medication for infusion had the end piece that connects to the pt catheter come apart from the rest of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two samples, one unopened and one used sample model 10014881, lot 24109236 was returned for investigation. The set was examined for defects and abnormalities. The tubing for the one used sample was separated from the male luer. No other defects or abnormalities were observed. No issues were found with the unopened sample. The customer complaint was verified for the used sample and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing/sleeve-male luer could be related to an incorrect solvent application or incorrect tube expansion by the assembler. A visual aid, was released on december 19th, 2024 to ensure proper expansion and joining of the sleeve-to-tube components. No additional actions were taken since the reported sku will be deactivated at the hmo site and reactivated at the tj site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.